Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated. H3: device evaluated by manufacturer: updated. H10: device evaluation: two cassettes were returned for investigation. The samples were received in used condition without its original packaging open and inside in a plastic bag. The samples were visually inspected under normal conditions of illumination to detect sample conditions that could cause functional issues. The sample received did not present any damaged, kink, or cut that could cause the failure mode reported. The sample was filled with 100 ml of water; the sample was connected to a pump to look for unusual functions. The sample could be connected, prime and run without problem, no overpressure alarms. Complaint was not confirmed. The failure mode could not be duplicated by functional testing. No fault was found. No root cause was determined as complaint was not confirmed. No corrective actions taken as complaint was not confirmed. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. This remediation MDR was generated under protocol (B)(4), as a result of warning letter (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had a no disposable alarm. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.